Event description:
Philips received a complaint by the customer on the v60 indicating that an unspecified alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered. It was reported that patient had expired on the v60 ventilator during clinical and therapeutic application of the device. There is no allegation or indication that the triggered alarm was resultant of a device malfunction or failure to perform to manufacturer declared specifications. As such, no current allegation of a device malfunction or failure to perform to manufacturer declared specifications has been lodged, and no allegation of device cause and/or contribution to the patient expiration has been made. It was reported that an unspecified alarm had occurred. The unit was sent to the repair center for evaluation. At the repair center, no malfunction or error could be confirmed from the unit. No malfunction or error could be confirmed from the unit. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).